Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: during starting up, acoustic alarm sounds for no reason. After shutting down completely the alarm disappeared. The c6 starts up normal afterwards.

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: rootcause: defective mainboard. Correction: replacement of the defective component.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: during starting up, acoustic alarm sounds for no reason. After shutting down completely the alarm disappeared. The c6 starts up normal afterwards.